Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose level and sensor readings. The customer states the device keeps trying to go into threshold suspend. The customer's blood glucose level at the time was 80mg/dl, and their sensor reading was 40mg/dl. Troubleshoot was conducted. The customer is being sent out a replacement sensor. The customer mentioned bruising in the sensor area. The customer was advised to speak with their healthcare provider.